Event description:
Caller reported inform ii blood glucose results 185 mg/dl and 81 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.